Event description:
Patient reports that her daughter, who mixes for her, had problems with a couple of cassettes "popping" and some tubing leaking this past month. Lot numbers were not available as the items were already disposed of. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we (MFR) replace device? No; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.